Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported that they had been in the hospital trying to recover from an infection since about 2-3 days after their implant surgery. Patient stated they did not know it was actually the implant or the medication or what kind of infection they had, as nothing grew on the blood or urine culture; however, their white blood cell count was over 26,000. Patient added they didn't know if it was their body just getting used to the implant or if the infection was a mixture of the antibiotics they were on. Patient noted hcp, the surgeon for the implant procedure, was aware and involved in the treatment plan. Patient stated they got out of the hospital a week ago sunday. Agent documented information given and redirected to hcp to further address if needed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.